Event description:
During a procedure, nurse removed the penumbra neuron catheter from the packaging mandrel and felt some resistance. The tip was inspected and noted to be crushed.

Manufacturer narrative:
Conclusion: the device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation. This MDR is associated with MDR 3005168196-2013-00428.